Event description:
Report received of "7 bolus cords activate as soon as they are plugged in." The cords were pulled out from the storage bin by the biomedical engineering dept staff and "continuity check" was performed. In-house biomedical testing results showed that the bolus cords activated as soon as they were plugged into the pump. There were no reports of any pt incident while the devices were in clinical service. There was no indication of any pt adverse event.